Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, the lead exhibited out of range capture threshold. The lead was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.